Manufacturer narrative:
H10: photographs and two (2) actual samples were received for evaluation. A visual inspection was performed along with magnification which could not verify the reported particulate matter (pm) in either of the actual partially filled samples. Removed the fill port cap and no issue was observed of the connector or cap areas on either of the actual samples. However, a white elongated polymeric appearing particle, possibly of acrylonitrile butadiene styrene consistent with fill port material, appeared in the fluid path in the photographs. The reported condition was verified in the photographs; however, not verified in the actual samples. The cause of the condition could not be determined. Possible causes of the pm, based on photo images, include compounding error, during customer handling, or inherent to the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a particulate matter was observed in two (2) 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags. This was identified during preparation in the compounding facility. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). Additional phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.